Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The unit was returned for failure analysis (fa) and the reported failure of error 32096 was confirmed/reproduced during system startup but intermittent. The error 32096 was caused by comm issues and the corresponding errors were present in the field logs an also replicated during fa.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a non recoverable error at the start of case. Site had shut down system before calling in and system not connected to onsite. Site restarted the system and stated they have 40084 and 40100 errors. A technical service engineer (tse) had site do hard restart vision side cart (vsc) and issues cleared. Site was continuing with case. Tse had site send in logs from power cycle when errors occurred. The procedure was converted to another dv and completed with no reported injury.